Manufacturer narrative:
Correction: please retract this report 2017865-2024-61387, the same issue was previously reported as 2017865-2023-50853.

Event description:
It was reported that the patient presented for follow up with post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.